Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing manufacturing documents. The manufacturing process of this device has been examined. The production documents showed no abnormalities that could be related to the complaint. All manufacturing steps were performed correctly. In summary, no evidence exists to a manufacturing error.

Event description:
Ous MDR - low amplitude of 2.5 mv and no capture at 7.5v at 0.4 ms of the rv lead; possible rv lead dislodgement. Lead reposition has been planned.